Event description:
It was reported to boston scientific corporation on december 05, 2022 that an ultraflex tracheobronchial covered distal stent was used to treat an 8mm in diameter and 30mm in length malignant stenosis in the left principal bronchus during an endotracheal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement procedure. During the procedure, there was difficulty in crossing through the stenosis. When the physician attempted to deploy the stent, the shaft got bowed and the stent was unable to deploy even after multiple attempts. The ultraflex tracheobronchial stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: imdrf device code a15 captures the reportable event of ultraflex tracheobronchial stent partially deployed. Block h10: an ultraflex tracheobronchial covered distal stent was received for analysis; the delivery system was not returned. Visual inspection was performed on the stent and no damages were noted. The reported events of stent partially deployed and shaft bent could not be confirmed as only the stent was received completely deployed. There is no indication of what the customer reported because the stent was returned completely deployed and had no damages. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an ultraflex tracheobronchial covered distal stent was used to treat an 8mm in diameter and 30mm in length malignant stenosis in the left principal bronchus during an endotracheal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was dilated prior to stent placement procedure. During the procedure, there was difficulty in crossing through the stenosis. When the physician attempted to deploy the stent, the shaft got bowed and the stent was unable to deploy even after multiple attempts. The ultraflex tracheobronchial stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.